Event description:
It was reported by a company representative that her handheld computer would not work as it would sometimes freeze. Moreover, the area representative indicated the issue was with her handheld as the screen would turn black and did not remain powered on as expected. At the moment it is unknown if there was any troubleshooting performed. The reported handheld remains in transit to be returned to the manufacturer for analysis.

Event description:
The reported handheld and wand were returned to the manufacturer for analysis. Analysis of the returned handheld revealed that no anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the software indicated the flashcard and software performed according to functional specifications.